Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an exploratory laparotomy sigmoid colectomy diverting loop ileostomy procedure, while planning to refresh the proximal staple line as it had leaked, a green load stapler passed across the specimen closed and fired the staple still closed. A scalpel was used to divide the redundant tissue that was distal to the staple line. The surgeon opened the stapler and fired the staples across the specimen, the entire specimen was opened and once again, there was further spillage of stool from the proximal specimen. The stapler was removed from the field, the spillage was contained and the procedure was continued with another device. The patient developed sepsis/fecal spillage peritonitis, which was resolved and the patient also developed a post-operative ileus. Anastomosis in an end-to-side fashion was performed. The staple line was oversewn with interrupted suture in a lembert fashion. The patient was admitted.